Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/15/2021 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent how many reservoirs were tried during surgery? Two or three reservoirs. How many were tested after surgery? No further information is available. Were there a total of 6 reservoirs with an issue? The reported qty of product involved is 7. No further information will be provided. No product available for return. Note: events reported on mw# 2210968-2021-06787, mw# 2210968-2021-06788. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown dental and oral surgery on (B)(6) 2021 and a reservoir was used. The first product could not be locked,. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.